Event description:
Customer states that while a pt was in the lithotomy position on the table in reverse trendelenburg, the physician ordered the pt "rolled to her right". Customer states that table did not respond. Customer states that the hand control, foot control and "circuit board" were replaced but the problem was not resolved. Customer stated that pt was then moved to another table.